Event description:
During prime of the disposable kit there were four alarm code 103s for a centrifuge blocked line. The operator was able to resume by following directions in the operator's manual. At about 10 minutes into the procedure there was an instrument alarm code 45 for a centrifuge blocked line. The operator was able to resume past the alarm using the operator's manual instructions. When about 500 ml of whole blood had been processed the operator noticed red plasma going into the collection bag through the component rich plasma tubing and the plasma pump. Red plasma was then noticed in the component poor plasma tubing. The procedure was stopped. It was stated by the center that after the procedure there was donor hematuria. Blood was taken from the inlet line, the return line and the separation bag and found to be hemolytic. The donor was not hospitalized by the next day the donor stated that there was lumbodynia. On day two the lumbodynia cleared and there were no further issues.